Event description:
Access from left femoral artery for a contra lateral approach to occluded right sfa. The sfa artery was occluded at its origin and was crossed using a pt2 .014 cornary wire. The artery was then de bulked using spectranetics laser and then a pta was performed. A 6x150x120 protege was selected to stent the sfa. When the md attempted to pull back the outer sheath of the device he felt resistance and the entire device moved back away from its targeted landing zone. The device was repositioned distal to the landing zone and the stent began to deploy in the distal sfa, approx 3 to 4 cm of the stent was deployed when deployment stopped. The md then advanced the sheath to cover the device for removal. The entire device was covered except for the proximal end of the stent that had deployed in the sfa. A 2 mm .014 balloon was then advance to the distal end of the sheath and inflated to secure the device and stent in the sheath. The entire system was then removed as one unit. The partially deployed stent system appeared to have damaged the left access point after removal of the system. The md accessed the right groin with a contra lateral approach using a .035 wire and deployed three stents to open the occluded left sfa. The sfa was patent after the successful deployement of the stents with no complications. The pt also received a graft. Further follow-up: the pt is doing fine with no further complications.